Event description:
It was reported patient underwent an initial hip surgery on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to infection. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.